Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device did not find any anomalies to the catheter and the balloon. No friction was noted when inserting a demonstration guidewire. During an attempt to inflate the balloon, a leak was noted at the guidewire port and the balloon could not be inflated. Magnified examination inside the inflation port revealed that the inflation lumen (balloon port) was perforated and the balloon catheter hub was leaked. There was no balloon leak observed and the balloon was found to be intact. No other anomalies were noted. Per the reported information, the issue was noted during preparation. Based on the examination of the damage inside the inflation lumen (balloon port), it appears that the guidewire was inserted into the balloon port (instead of the guidewire lumen), leading to the observed damage and reported leak. The balloon catheter hub is always outside the patient and this observation is a non-reportable event. The device labeling has precautions: ¿introduce the guidewire, flexible-end first, into the straight (back) port of the manifold. To avoid kinking, advance the guidewire slowly in small increments to the end of the balloon catheter...¿ review of the reported information, product analysis results, and manufacturing records revealed no evidence of any design or manufacturing specification non-conformances related to the complaint device. Therefore, it has been concluded that the most probable root cause for the observed balloon catheter hub leak was handling damage of the device during preparation. Manufacturer has reviewed all information and determined the reported event of the balloon leak was not confirmed and this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during preparation of the device, it was found that the balloon leaked. The procedure was completed with another of the same device. There was no patient involvement.

Event description:
It was reported that during preparation of the device, it was found that the balloon leaked. The procedure was completed with another of the same device. There was no patient involvement.

Manufacturer narrative:
The device is not available to the manufacturer.